Event description:
Additional information received noted that the patient received inappropriate shock due to the noise oversensing. No interventions were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the right ventricular lead exhibited noise oversensing. No interventions were performed. The patient was in stable condition.